Manufacturer narrative:
Additional information: the locking tabs at the tip of the driver have collapsed in. This is keeping the center shaft from moving fully into the locking position. The hex head of the driver appears to have been damaged from spinning inside of a screw head not allowing the tab to retract fully on their own. There does not appear to be a dimensional problem with the shaft that would keep it from working correctly. The above observations are consistent with torsional overload while using the driver.

Event description:
It was reported that during a mis posterior lateral fusion surgery the instrument broke. No patient complications were reported.

Manufacturer narrative:
(B)(4). Instrument was not returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.